Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that ventilation stopped whilst on a patient. No patient injury reported.

Manufacturer narrative:
Based on the information stored in the provided logfile the case in question could be reconstructed. The provided log file showed entries for vent pressure very negative. This event is logged when negative pressure is measured inside the ventilator cylinder when the piston moves down. The piston pressure controller stops the ventilator temporarily as a precaution and the device alarms for ventilator fail. This indicates an issue with the -8mbar valve on the top of the ventilator cover. It can dose ambient air into the cylinder in case of insufficient fresh gas flow. It is known that the -8mbar valve on the top of the ventilator cover tends to stick if the cleaning recommendations of the instructions for use are not followed. The log entries do not allow for a more detailed analysis regarding the exact root cause. The fabius is designed to open an auxiliary air intake valve on top of the ventilator to compensate the fresh gas deficit with ambient air. According to the log the compensation did not happen as expected indicating that the movement of the auxiliary air intake valve was restricted. The negative pressure further increased and the fabius finally reacted as specified by temporarily stopping the piston movement and generating a ventilator failure alarm. In such case ventilation will resume automatically once the pressure is within the accepted range. It can be concluded there was no persistent device failure and the fabius has reacted as specified for the detected deviation. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that ventilation stopped whilst on a patient. No patient injury reported.